Event description:
Discrepant centaur xp hcv results were obtained on pt samples. The discrepant results were not reported to the physician. The samples were retested and the correct results were reported. There are no reports of pt intervention or adverse health consequences due to the discrepant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discrepant hcv results were due to the customer not using the recommended sample tube types. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant centaur xp hcv results were obtained on pt samples. The discrepant results were not reported to the physician. The samples were retested and the correct results were reported. There are no reports of pt intervention or adverse health consequences due to the discrepant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discrepant hcv results were due to the customer not using the recommended sample tube types. The instrument is performing within specifications. No further evaluation of the device is required.